Event description:
Per additional information received, no patient complication occurred, treatment was related to a atrial fibrillation (a fib) procedure in the left atrium. The issue was identified during procedure. Every time pfa is delivered, one of the polygraphs monitors consistently blacks out. The procedure was completed without issues; however, due to this event, vital signs could not be monitored during pfa. Following the verification process, it has been inferred that the root cause likely originated from a third-party recording device. The issue was resolved upon isolating the ECG signal from the external equipment. This suggests that the phenomenon was influenced by environmental factors rather than being attributable to the console. No device will be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.